Event description:
Reporter called with complaint that his philips dreamstation 2 continuous positive airway pressure (CPAP) machine is malfunctioning. The machine was a replacement machine that he waited a couple of years to receive. It worked okay for approximately one year and then started to have pressure problems ((B)(6) 2023) where, the machine provides intermittent pressure during the night and then would self-activate to lower the pressure so that it becomes too low hence, not enough air for proper treatment. Reporter called philips ((B)(6) 2024) for assistance and troubleshooting and was told that he would need to have the pressure tested by a durable medical equipment (dme) representative by philips. There are no representatives in his area so he took it to his physician who tested the machine. The results indicated malfunction but philips will not replace his machine because it was not pressure-tested by a philips dme. The machine is still under warranty but philips refuses to replace the defective unit.